Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6 (annex a). Summary of event: as originally reported, while obtaining venous access for an ablation procedure, a micropuncture transitionless access set's wire was noted to be deformed. Reportedly, access was obtained in the left common femoral vein to target the right femoral vein. After inserting the needle, but before insertion of the wire, the user noticed that the wire was deformed. The device had been stored in a stack, and there was no damage to the device package. Another device was used to complete the procedure. Upon return of the device on 20mar2024, the wire was unraveled. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was unraveled and elongated, starting at the solder point. Approximately 3.6-centimeters of the distal tip was not unraveled. The wire was not separated, as it was held together by the coil. A document-based investigation evaluation was performed. A review of the device history record found two relevant non-conformances on six devices from component lots; however, all affected product was scrapped prior to release. A review of complaint history found no additional relevant complaints for this lot number or any device containing the same component lots as the complaint device. Cook investigated all lots checked by the same personnel, during the same week, as the complaint device. No additional relevant complaints were found on any of the lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, cook has concluded that this is an isolated incident. Although two relevant non-conformances were noted on component lots, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: (other): the device has been returned and preliminary evaluation has been performed; however, the investigation is ongoing. A device evaluation summary will be included in a follow up report once the investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, while obtaining venous access for an ablation procedure, a micropuncture transitionless access set's wire was noted to be deformed. Reportedly, access was obtained in the left common femoral vein to target the right femoral vein. After inserting the needle, but before insertion of the wire, the user noticed that the wire was deformed. The device had been stored in a stack, and there was no damage to the device package. Another device was used to complete the procedure. Upon return of the device on 20mar2024, the wire was unraveled. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.